Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump tubing turned black. Contact could not confirm if it was the cartridge pigtail or infusion set tubing turned black. Cartridge and infusion set were changed out. No further discoloration was observed. Blood glucose was 65 mg/dl.